Manufacturer narrative:
(B)(4) flare detached. Investigation results: visual evaluation of the returned device found that the flare was detached. In addition, the catheter was slightly kinked in the extreme of the strain relief and in the middle of the device, and the wire and catheter were kinked near the dongle. Evidence of the flare manufacturing process was present on the catheter. Functional testing could not be performed due to the flare detachment. The complaint was confirmed, the flare detached; this failure causes the catheter to look longer. However, the flare detachment is contradictory to what was originally reported. This condition does not allow the device to be actuated. Additionally, the catheter was slightly kinked in the extreme of the strain relief and in the middle of the device, and the device has the catheter and wire kinked near to the dongle; this kink probably caused the flare to detach. The most probable root cause of this event is handling damage since the complaint was caused by handling of the device during preparation. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used in the digestive tract during a polypectomy procedure. According to the complainant, during preparation, the snare loop failed to extend out from the sheath. No defects were found in the handle and snare wire. The physician noted the plastic sheath to be too long. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results: flare detached.